Event description:
It was reported that there was a right revision of the hip due to pain. There was a slight metallic transfer on the femoral ball head. Spoke to rep. On (B)(6), indicated the reason for the revision was due to pain.

Manufacturer narrative:
The catalog number and lot were not provided. The device was reported as an unknown ceramic liner. Additionally an unknown ceramic head was reported in this event. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the hospital retained the implants. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.